Event description:
Follow up information identified the physician explanted and replaced the patient¿s lead. Postoperatively, effective therapy was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s 3228 lead showed high impedances. X-ray revealed a break in the lead. Patient may be awaiting surgical intervention.